Manufacturer narrative:
The insulin pump was returned with power error and was confirmed in the formatted history file. Detail trace analysis confirmed the pump alarmed power error was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. The insulin pump had minor scratched display window, scratched case, fading serial number label, peeling end cap address label, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had power error alarm. The customer¿s blood glucose was unknown. It was reported continued power error alarm issues that have continued despite following troubleshooting tips. The insulin pump was returned for analysis.